Event description:
04/22/2024, hcp reported to the sales representative that the patient had one thread poking out from inside of the mouth. According to the hcp, thread was removed by the patient at home. Patient reported intense pain at the distal end of the thread and hearing a "snap" sound when moving. Patient also reported feeling the threads migrate under the skin. At the hcp's clinic, patient presented with three threads poking from under the skin, two from the right side of the face (nlf and chin), and one right on the patient's left pyriform area. Hcp removed two threads on the right side. Hcp attempted to remove the third thread on the patient's left side, but was unsuccessful. 06/12/2024, hcp reported that the patient is fine and no additional follow-up was needed.

Event description:
04/22/2024, hcp reported to the sales representative that the patient had one thread poking out from inside of the mouth. According to the hcp, thread was removed by the patient at home. Patient reported intense pain at the distal end of the thread and hearing a "snap" sound when moving. Patient also reported feeling the threads migrate under the skin. At the hcp's clinic, patient presented with three threads poking from under the skin, two from the right side of the face (nlf and chin), and one right on the patient's left pyriform area. Hcp removed two threads on the right side. Hcp attempted to remove the third thread on the patient's left side, but was unsuccessful. 06/12/2024, hcp reported that the patient is fine and no additional follow-up was needed. Update: on 06/26/2024, hcp was contacted to provide pictures of the patient and additional information regarding the implanted and removal date of the threads. On 06/27/2024, hcp provided pictures of the patient and the thread implanted date of (B)(6) 2024 and removal date (B)(6) 2024. On 07/09/2024, hcp was contacted due to incorrect information provided previously which they provided the correct information. 1). Previous information: date of event: (B)(6) 2024. Date reported to the sales representative: 4/22/2024. Implanted date:(B)(6) 2024. Removal date: (B)(6) 2024. 2). Correct information: date of event: (B)(6) 2024. Date reported to the sales representative: a few days after the event. Implanted date: (B)(6) 2024. Removal date: (B)(6) 2024.

Manufacturer narrative:
UDI related data quality updates only: the report represents a correction to a previously submitted MDR 3007895168-2024-00010-001 brand name: demediox version or model: px2x783090a16mb. Company name: demetech corporation. Primary di number: (B)(4). Device description: absorbable polydioxanone surgical suture. FDA premarket submission number: (B)(4).

Event description:
(B)(6) 2024, hcp reported to the sales representative that the patient had one thread poking out from inside of the mouth. According to the hcp, thread was removed by the patient at home. Patient reported intense pain at the distal end of the thread and hearing a "snap" sound when moving. Patient also reported feeling the threads migrate under the skin. At the hcp's clinic, patient presented with three threads poking from under the skin, two from the right side of the face (nlf and chin), and one right on the patient's left pyriform area. Hcp removed two threads on the right side. Hcp attempted to remove the third thread on the patient's left side but was unsuccessful. (B)(6) 2024, hcp reported that the patient is fine and no additional follow-up was needed. Update: on (B)(6) 2024, hcp was contacted to provide pictures of the patient and additional information regarding the implanted and removal date of the threads. On (B)(6) 2024, hcp provided pictures of the patient and the thread implanted date of (B)(6) 2024 and removal date (B)(6) 2024. On (B)(6) 2024, hcp was contacted due to incorrect information provided previously which they provided the correct information. 1). Previous information: date of event: 4/12/2024 date reported to the sales representative: 4/22/2024 implanted date: (B)(6) 2024 removal date: (B)(6) 2024 2). Correct information: date of event: 5/10/2024 date reported to the sales representative: a few days after the event. Implanted date:(B)(6) 2024 removal date: (B)(6) 2024.